Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0fwky, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the healthcare provider (hcp) was replacing the implantable neurostimulator (ins) due to normal battery depletion and wanted to replace the lead due to lack of therapy over time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.